Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving morphine (unknown) (did not ask n/a at did not ask n/a) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that his previous pump had failed. He went through withdrawal and does not want this to happen again.